Event description:
Started a new dexcom g6 sensor and after the two hour warm up period the sensor was reading 188 mg/dl. Immediately double-checked with a finger stick and the blood glucose reading was 144 mg/dl. This is unacceptable to be 44 mg/dl off and very dangerous since dexcom is linked with omnipod 5 and getting auto boluses off that inaccurate blood glucose reading, sending me into a low when in reality I was stable. Dexcom g6 is continually giving faulty, inaccurate readings and if you look at my report history you will see this. Dexcom needs to be held accountable and invest more in the research and development of their faulty product.